Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00687. It was reported the patient experienced ineffective stimulation since implant. X-rays indicated the leads had migrated. The physician decided to pursue surgical intervention at a future date as opposed to further reprogramming attempts to resolve the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00687. Follow-up identified the patient underwent surgical intervention to explant and replace the leads. Effective stimulation was restored following the procedure.